Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15048. It was reported that the system was explanted due to infection. It was noted that staphylococcus aureus was found by blood culture, and pseudomonas aeruginosa was found by pus culture. Patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.